Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the limb ischemia issue was due to presence of clot distal to the sheath preventing the flow down the leg.

Event description:
The user facility reported a 77-year-old female undergoing heart surgery was implanted with an impella cp device for mechanical circulatory support. During support, the patient's foot was noted to be turning white with no evidence of perfusion to leg. Sheath manipulations by md performed without resolve. Decision made to remove impella and replace with iabp due to occlusive perfusion to leg despite distal perfusion sheath (noted to have a clot distal to sheath preventing flow ). Patient tolerated well coming off impella support as it allowed her heart to off load for one hour. Iabp implanted and patient was sent to ICU.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿